Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise and sensing anomalies could not be reproduced in the laboratory. A visual inspection did not find any damage to the lead body insulation. The lead exhibited normal electrical characteristics.